Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed a broken electrode near the array. This is believed to have occurred during device removal. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem as a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection and device extrusion. The recipient's internal device was removed at home by the recipient's caregiver. On (B)(6) 2017, the recipient was prescribed omnicef for 10 days. The recipient is being monitored.